Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the device noted that both cuffs were captured and attached to the needle tip. The suture had been harvested and cut approximately 2 cm proximal of the posterior needle tip. As the user reported that the suture was not retrieved when the plunger was removed, a request for clarification was made; no additional information was provided. A portion of tissue was caught in the loop of the suture at the posterior foot which suggests that insufficient tissue was captured resulting in the suture pulling out of the arteriotomy as the device was removed. Incomplete or partial tissue capture can be influenced by, but is not limited to, anatomical conditions, deployment technique such as applying excessive force on the suture during the knot advancement or placement, deployment at the incorrect angle (other than 45 degrees), or failure to stabilize the device during deployment. Reportedly, the access site was noted as calcified. The instructions for use states that the safety and effectiveness of the perclose proglide device have not been established in the patients with femoral artery calcium which is fluoroscopically visible at the access site. The return of the suture with a portion of tissue at the loop of the suture indicates the most likely cause of the reported experience was due to operation influences during deployment. The analysis of the returned device did not indicate any evidence of a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subjected to inspection during manufacturing. The needle trajectory is inspected during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, the suture was not retrieved when the plunger was removed. Manual pressure and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela reported. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.